Event description:
The account stated the brakes would not hold correctly.

Manufacturer narrative:
The technician found the brake block was worn and the brake block cable was broken. He replaced the brake block and cable to repair the bed.